Event description:
The distributor's quality coordinator received a report of an issue encountered by their customer with the suction control valve. The report from their customer stated that there was a leaking suction control valve in one of their cardiac cases. The suction control valve is sold in non-sterile form to this distributor to be included in their open heart pack product. The initial report stated that the device would not be returned to the manufacturer for analysis; however, follow up with the distributor found that they are still trying to obtain the sample.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Manufacturer narrative:
Although the complaint condition could not be duplicated with the complaint sample, this complaint information will be included in the ongoing (B)(4) investigation related to alleged leaking valve defects.